Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery and the load process. In one occurrence, the customer experienced an elevated blood glucose (bg) level of 250 mg/dl. The customer administered manual injections and a bolus to address bg levels. In addition, it was confirmed that the customer has manual injections available as alternate insulin therapy.